Event description:
It was reported the pt experienced stomach pain. The pain was present with and w/o stimulation. The physician ordered x-rays which showed the scs lead had migrated. The pt's pain partially improved; however, the physician planned on either revising or removing the scs lead if the pain did not resolve over a short period of days after the pt's appointment. F/u identified the physician repositioned the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.